Event description:
The user facility reported that the locator and sheath did not fit tightly and were not secure; therefore, another angio-seal was opened and used successfully. The event occurred before use on patient/during preparation. There was no injury to the patient.

Manufacturer narrative:
A1: patient identifier: requested, not given as not harmed and to protect data. A2: age & date of birth: requested, not given as not harmed and to protect data. A3a: sex: requested, not given as not harmed and to protect data. A4: weight: requested, not given as not harmed and to protect data. A5: ethnicity: requested, not given as not harmed and to protect data. A6: race: requested, not given as not harmed and to protect data. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. As of 15jul2025, the sample was not available for evaluation. If the sample is ever received, the investigation will be reopened and updated accordingly. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).